Event description:
The intraocular lens was removed and replaced at 2 weeks post operative due to the pt's complaint of halos and rings.

Manufacturer narrative:
Device was not rec'd for evaluation. A review of the manufacturing records indicates the device met all manufacturing specifications prior to release. Some visual effects may be expected because of the superposition of focused and unfocused multiple images.